Event description:
Device issue: none. Symptoms/ae: dissection. Adverse event: during the procedure. It was reported that after deployment of a 2.25 x 12 mm xience v stent in the distal left circumflex (lcx) at 16 atmospheres (atm), an edge dissection was observed. A second 2.25 x 15 mm xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). The stent remains in the patient. There was no reported product deficiency. The reported dissection is a known adverse event as listed in the risk assessment and instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.